Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos revealed both used and unused tubes exhibiting excessive bubbles in the gel at the base. Additionally,100 retained samples were visually inspected, and no defects were found. Complaints for sample quality were not under statistical control for the month of september 2025, additional testing was performed. Factors that may contribute to gel air bubbles were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel air bubble via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel air bubbles based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that air bubbles in the gel were seen in an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes before and during use. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that air bubbles in the gel were seen in an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes before and during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.